Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible occlusion. High thresholds, decreased sensing and decreased impedance were noted on the right ventricular (rv) lead. It was also reported that right atrial (ra) lead was protruding through the mitral valve. The rv lead was reprogrammed and then capped and replaced. The right atrial (ra) lead was capped and replaced. No further patient complications have been reported as a result of this event.